Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1) occurred. Additionally, it was reported that the pump fill estimate was inaccurate. Customer's blood glucose was 152 mg/dl. Reportedly, customer had manual injections.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, another issue was found in the pump logs.